Event description:
The patient reported gynecare intergel was used during their surgery 2002 for removal of adhesions. Post op pain continued to increase and on the 6th day they presented to the ER in extreme pain and was found to have a bowel perforation. Patient stated 14 inches of the descending colon was removed and had a colostomy was placed. In 1 1/2 months later the colostomy was reversed. Patient reported cramping/pain had continued throughout this period, in addition the external incisions would not heal and kept reopening. In early march 2003, during an office procedure, the md opened and reclosed the incision. The patient reported the incisions continued to reopen. A CT scan revealed tunneling and in 03/2003 they were admitted for an outpatient procedure. Patient stated the md informed them post-op he saw "what he thought was a reaction to stitches that didn't dissolve and was covered with tissue and scarring,"... The incision is now healed. Patient reported the md told them he didn't know the cause of the bowel perforation, it could have been from gynecare intergel, but "he really didn't know." The patient reports they continues to have cramping. Additional information received in 4/2005 noted in this complaint in litigation, it was reported that in 2002, patient underwent abdominal surgery and gynecare intergel was spread throughout their abdomen. The complaint alleges that, shortly following the patient's surgery, "they developed extreme pain, swelling and other serious injuries." The complaint also alleges that the patient "has suffered and will continue to suffer bodily injury and resulting pain and suffering, disability, scarring and disfigurement, mental anguish, loss of capacity for enjoyment of life...and an impaired ability to bear children."

Event description:
It was reported that the pt reported gynecare intergel was used during her surgery 2002 or removal of adhesions. Post op ;ain continued to increase and six days later she presented to the ER in extreme pain and was found to have a bowel perforation. Pt stated 14 inches of the descending colon was removed and had a colostomy was placed. In 2002 the colostomy was reversed pt reported cramping/pain had continued throughout this period, in addition the external incisions would not heal and kept reopening. In early 2003. During an office procedure, the md opened and reclosed the incision. The pt reported the incisions continued to reopen. A CT scan revealed tunneling and in 2003 she was admitted for an outpt procedure. Pt stated that md informed her post-op he saw "what he thought was reaction to stitches that didn't dissolve and was covered with tissue and scanning".the incision is now healed. Pt reported the md told her he didn't know the cause of the bowel perforation,it could have been from gynecare intergel, but "he didn't really know." The pt reports she continues to have cramping. Additional info reveived in 2005 noted in this complaint in litigation, it was reported that in 2002, pt underwent abdominal surgery and gynecare intergel was spread throughout her abdomen. The complaint alleges taht, shortly following the pt's surgery, "she developed extreme pain, swelling and other serious injuries." The complaint also alleges that the pt "has suffered and will continue to suffer bodily injury and resulting pain and suffering disability, scarring and disfigurement, mental anguish, loss of capacity for enjoyment of like... And an impaired ability to bear children." Update: additional info provided 9/05 noted that according to the pt, the following is alleged to have occurred. Sigmoid colon removed in an emergency situation, severe peritonitis and colostomy, and another surgery to reverse it, more adhesions and severe (pain). Pt also states she is "unable to hold down a job because of the pain."